Manufacturer narrative:
During failure analysis, the reported event of the device having run on was not confirmed. No component failure was found to explain the reported event. The device was serviced for preventative maintenance, and returned to the user facility.

Event description:
It was reported that the universal drill experienced run-on during a routine maintenance inspection at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the universal drill experienced run-on during a routine maintenace inspection at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Device return expected, but not yet received. A follow-up will be submitted once the device is received and the quality investigation is complete. Device return expected, but not yet received.